Event description:
Complainant alleged that during functional testing,k the device displayed a "system fault 37" message. Complainant indicated that there was no patient involvement in the reported malfunction.